Event description:
Customer reported no spo2 readings from the dpm 5 monitor. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the spo2 extension cable. Unit was calibrated and safety tested to factory specifications.